Event description:
The customer reported the sram card does not work. The fe reported that with non-functional sram card installed the system would not boot up. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The s-ram was evaluated and replaced. The system was tested and found to be working as intended and returned to service.